Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: 221108. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients right lead had migrated. Lead migration was confirmed through a lead check performed under fluoroscopy. It was also noted that the patients non rechargeable implantable pulse generator (ipg) had reached end of battery life. The patient will undergo a revision procedure.